Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: synergy ous mr 3.00 x 16mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break 263mm distal to the distal end of the strain relief and multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion no issues. A visual and microscopic examination found slight damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 27-apr-2017. It was reported that crossing difficulties were encountered and shaft kink and breakage at the base of the catheter occurred. Vascular access was obtained via the right femoral artery with a 6f introducer sheath. Seven non-bsc guide catheters were initially advanced to access the left main stem but had difficulties engaging; the eighth non-bsc guide catheter successfully engaged the vessel. Preliminary injections then confirmed an ostial left anterior descending (lad) artery stenosis of 90%. After a non-bsc guide wire was placed in the mid lad and a second non-bsc guide wire was placed in the mid left circumflex (lcx) artery, the ostial lad lesion was pre-dilated with a 2.5x12mm compliant balloon catheter at 12 atmospheres. Subsequently, a 3.0x12mm non-bsc stent was advanced but failed to cross the ostial lad. The non-bsc stent was removed and was noted to be fractured. The ostial lad was again pre-dilated with a 3.0x12mm compliant balloon catheter at 10 atmospheres with no residual waist. A 3.00 x 16 synergy¿ drug-eluting stent was then advanced but failed to cross the lad lesion. Further pre-dilatation with an emerge 3.5x12mm compliant balloon catheter was performed at 18 atmospheres, but the synergy¿ stent still failed to cross the lesion and the body of the stent apparatus was kinked and fractured at the base, outside the patient's body and guide catheter. A final attempt with a new non-bsc guide catheter was attempted; however, guide position and rewiring was not easily possible, and with the consideration of a creatinine of 216, the procedure was terminated for rediscussion. However, returned device analysis revealed a hypotube break 263mm distal to the distal end of the strain relief.